Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the resolved date was (B)(6) 2013 instead of (B)(6) 2014 though this contradicted with previously reported information.

Event description:
It was reported that a seroma occurred along with catheter migration far to the right in the patient¿s spinal canal. Patient symptoms consisted of a seroma at the right lower abdominal pump site, a hygroma at the lumbar incision site, a headache, numbness and tingling in the lower extremities, increased back and right leg pain. Diagnostic methods for the seroma at the pump site included examination/palpitation on 2013 (B)(6). Examination/palpitation on 2013 (B)(6) revealed ¿fluctuant fluid-filled mass¿ at pump reservoir site. Additional examination/palpation on 2013 (B)(6) revealed mild edema at the right abdominal pump site that had improved since the last visit. Then on 2013 (B)(6), examination/palpation revealed the hygroma at the lumbar incision site along with poor pain control and the headache. Examination then on 2014 (B)(6) revealed the numbness and tingling in lower extremities along with the increased back and right leg pain. Interventions included 74 milliliters of serosanguinous fluid from the abdominal pump site aspirated on 2013 (B)(6). Aspiration of 33ml of serosanguinous fluid then occurred on 2013 (B)(6). Interventions also included medication adjustments on 2013 (B)(6) and 2014 (B)(6). On both dates, a twenty percent increase in the rate occurred. Lastly, a revision occurred; the intrathecal catheter was moved back to the midline and the catheter was spliced on 2014 (B)(6). The etiology of the event was noted to be related to the implant procedure. The outcome to the event was listed as ongoing. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported there was a cerebral spinal fluid (csf) leak. It was noted that there was pressure sensation and seroma at right lower abdominal pump site. It was stated that aspiration of serosanguinous fluid was done by ultrasound guidance. Patient began using an abdominal binder. It was noted that examination/palpation revealed right-sided nerve root irritation. A surgical observation on (B)(6) 2014 was made; reporting catheter had migrated towards the right side of the spinal canal. On (B)(6) 2014, it was noted that the abdominal incision had healed well, lumbar incision had no infection. Patient was afebrile; there was no redness, erythema, or signs of fluid collection or infection. It was noted that the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
The date on the previous report should have been 2014-08-27 instead of 2014-08-28.